Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient needed 3-piece lens. Clinical reason being mentioned as bag was not stable. The iol was explanted and exchanged for an unspecified monofocal lens in the secondary implant procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).